Manufacturer narrative:
One device was returned for analysis with complaint of no alarm audio. This device has not been serviced for the past 12 months. Visual and functional testing was performed. Performed a visual inspection, filled reservoir with water, plugged in line cord, turned on power, and performed functional tests. Complaint was verified. The device has no audio alarm, due to the faulty printed circuit board (pcb).

Event description:
It was reported that the alarm had no audio. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.